Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned tasp found signs of repeated use and a fracture ranging from the anterior side to the left side of the post. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to misuse combined with a previously addressed design issue. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed.

Event description:
It was reported the instrument is worn and fractured into two pieces. No adverse events have been reported as a result of the malfuction. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during a knee arthroplasty, the tibial articular surface provisional fractured after being tapped on with a mallet. Another provisional was used to complete the procedure. No patient consequences were reported.